Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 454mg/dl which was treated with syringe. Customer also reports that reservoir lip ring was broken and cannot lock the reservoir into the insulin pump. Customer stated that they had crack on the lip reservoir before it got all broken. Customer declined troubleshoot for high blood glucose. Customer advised to discontinue use of the pump and revert to a back-up plan. Product will not be return for analysis.

Manufacturer narrative:
Device had reservoir tube lip completely broken off and test reservoir will not lock in place, cracked battery tube threads, minor scratched display window, missing end cap sticker, stained keypad overlay and stained address number label. Device passed the prime and excessive no delivery tests. Unable to perform the displacement test, basic occlusion and occlusion test due to reservoir tube lip anomaly.